Manufacturer narrative:
Approximately four years after having a trapease vena placed the patient vena cava and right iliac system occluded. The information received from the account states that a (B) (6) female had a trapease vena cava filter implanted in the inferior vena cava (ivc) at a different hospital four years ago. The reason for filter placement is the patient is very hypercoagulable. The patient was taking lupus anticoagulant, protein c def and heterozygous for factor v leiden. The physician was not sure if the patient suffered a deep vein thrombosis (dvt) or pulmonary embolism (pe) at the time. The filter was placed infrarenal. The cava was normal caliber before placement. Within the last month she developed extensive ivc thrombosis. Many attempts to thrombectomize the ivc, along with stenting to open the ivc have been performed. The patient¿s right iliac vein system, down to the popliteal, was completely occluded. The physician attempted thrombectomy and stenting from the left side and temporarily opened the vessel, but after two days the ivc re-occluded. The patient underwent recent intervention within trapease with atrium covered stents, which according to the physician the stents were too small. The physician feels the trapease had effectively occluded the patient¿s vena cava. The patient¿s current status is unknown. Please note that the adverse event date is unknown. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The purpose of a vena cava filter is to capture clot/emboli origination from the lower extremities. There is no evidence of a product malfunction. Factors that may have influenced the event include patient, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
Approximately four years after having a trapease vena placed the patient vena cava and right iliac system occluded. The information received from the account states that a (B) (6) female had a trapease vena cava filter implanted in the inferior vena cava (ivc) at a different hospital four years ago. The reason for filter placement is the patient is very hypercoagulable. The patient was taking lupus anticoagulant, protein c def and heterozygous for factor v leiden. The physician was not sure if the patient suffered a deep vein thrombosis (dvt) or pulmonary embolism (pe) at the time. The filter was placed infrarenal. The cava was normal caliber before placement. Within the last month she developed extensive ivc thrombosis. Many attempts to thrombectomize the ivc, along with stenting to open the ivc have been performed. The patient¿s right iliac vein system, down to the popliteal, was completely occluded. The physician attempted thrombectomy and stenting from the left side and temporarily opened the vessel, but after two days the ivc re-occluded. The patient underwent recent intervention within trapesae with atrium covered stents, which according to the physician the stents were too small. The physician feels the trapease had effectively occluded the patient¿s vena cava. The patient¿s current status is unknown.